Event description:
It was reported that the patient presented to the hospital after receiving a patient notifier alert. The left ventricular lead exhibited high impedance and unacceptable thresholds; exit block was also observed. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the re cable was fractured due to fatigue at 80.5 cm from the connector pin. This likely contributed to the reported electrical anomalies.